Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ef2u. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with two gst60t reloads present. The reload (b) was received fully fired. The reload (c) was received with the right side fully fired, left side outer row unfired and the left two inner rows partially fired 1/3 with 9 double driver out of position. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Four photos received. Upon visual inspection of four photos, the following was observed: the first and second photo shows a black reload inside from plastic jar. The reload can be seen with all drivers up, appears to be a damage on the cartridge deck and both sides of the pan were noted properly attached. Also, some loose drivers can be seen inside from plastic jar and the drivers do not belong to cartridge. The third and fourth photos shows a device from jaws area with a black reload loaded. The reload can be seen fully fired from left side and right side can be seen with staples inside from pockets. Based on the photos reviewed, the event describe are confirmed, however no conclusion or root cause could be determined. Additional information was requested, and the following was obtained: were any difficulties experienced during the first firing of device? The first firing was normal and all staples were deployed. It was only when the reload cartridge was removed that it was noted that there were yellow plastic drivers in the splash bowl when washing the device prior to loading the next reload. The metal backing was still intact on the first reload so am not sure how the yellow plastic drivers dislodged. The next reload was inserted into the device and when fired only one side if the staples deployed. What is the operating room staff¿s experience with device? The theatre staff were all very experienced with using the device & understood the correct IFU. I was also present during the incident as the product specialist for the device. What is the current patient status? To date there has been no further adverse effects with the patient following the surgeon having to oversew the stomach defect created by the plee60a malfunction. Are you able to elaborate the scrub nurse¿s technique for unloading and reloading after the first firing on the day of the event? The scrub nurse is a very competent user of powered echelon and has been setting it up for the past two years for two of our bariatric surgeons without incident. Her technique is as per IFU in where she unclips the reload using a sterile swab pushing the distal tip of the reload with her fingers to unclip the reload. She then reloads the cartridge base to tip and clips it in place. As stated as per IFU. The scrub nurse in question is also the clinical nurse educator for the hospital and is the primary scrub nurse for all of our bariatric cases involving the use of powered echelon. As previously stated I was present during this incident and do not believe it had anything to do with the loading and reloading technique.

Event description:
It was reported that after first firing of powered echelon when changing reload cartridge small yellow fragments from back of reload fell onto sterile field. Reload chamber was washed out and cleaned for new reload to be inserted and further yellow plastic fragments fell out. Echelon was examined to determine chamber was empty for new reload to be inserted. New reload was inserted into powered echelon chamber and clicked in place. When firing second reload, powered echelon made a strange sound and surgeon stated he felt like device was clicking. Knife advanced but on removal staples only fired and engaged on one side of device. This caused an unsealed organ on one side and a hole in the stomach and bleeding which required having to be oversewed with conventional sutures to seal the hole and stop the bleeding. The device was removed, new device sought. Oversew of affected area to stop bleeding and close hole in stomach. Leak test performed to ensure closure. Drain inserted. First reload was black, fired ok but when changing reload & cleaning channel yellow drivers fell out into splash bowl & onto sterile field. Second reload inserted into powered echelon, when firing, surgeon stated ¿ felt like device was clicking on pulse firing¿ no audible click though. After firing only one side of staple line formed and large hole left in stomach remnant. Oversew of stomach & leak test performed after oversew & again at end of case. No leak detected. New device & reloads obtained & no further issues. There was increased theatre time, increased length of hospital stay, prescription for antibiotics, drain inserted to collect blood. Surgeon using a plee60a first firing with a gst60t with gore seamguard both sides. The surgeon confirmed that this was a primary lap sleeve gastrectomy and that he was confident that the bougie was fully immersed in the pylorus and didn¿t incorporate in the jaw at all.

Manufacturer narrative:
Product complaint # (B)(4).date sent: (B)(6)2020.additional information received:the surgeon is experienced using the current gst powered endocutter and has used the older powered device as well. Experienced lockout recently along with a clicking/damaged reload during firing. He also experienced lockouts using a competitive device and switched back to j&j.